Event description:
The customer reported that the pump gave pt a rewind message during the pump set up change. The customer complained that excessive insulin exits during prime. The customer was holding the activate button when the insulin exited. However, the numbers did not appear on the screen while holding down the activate button. Instructed the customer to discontinue the pump use. During the call the customer informed that they were hospitalized for high bgs.